Event description:
The pt had two leads implanted with the same lot number. It was reported the pt was not receiving effective stimulation. His physician replaced his octrode leads with a penta lead. The pt is now receiving effective stimulation.

Manufacturer narrative:
Results: the complaint could not be confirmed. Ineffective stimulation cannot be confirmed through product testing alone. The lead was returned cut, incomplete and damaged as a result of explantation. The terminal end was not returned. Continuity testing of the intact stim segment did not reveal any opens. Despite damage observed on the anchor, its locking mechanism functioned as designed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.